Event description:
During a prostatectomy, the french eyed needles broke in half x 3. Extremely weak. We were able to recover all the broken pieces but 3 needles broke. Dr stated this never happens and that he uses these needles all the time.